Event description:
A physician reported a pt who was skin tested on 2/25/1997 with negative results and treated with 0.5cc zyplast into the glabella and lips on 7/28/1997. On 10/5/1998, the pt developed pain and inflammation in the right forearm test site. The physician noted an indurated abscess upon palpation, erythema, swelling and extreme pain. On 10/5/1998, the physician debrided the area and prescribed topical and systemic antibiotics, which were effective. The physician closed the wound after 7 days. The facial treatment sites remained asymptomatic. The symptoms were considered product related.